Manufacturer narrative:
The initial MDR report was sent in error and it is a duplicate (reference medwatch #3006695864-2016-00506). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site and upon inspection of the unit, the reported issue was not confirmed. Fss preventively replaced (B)(6) kit (cable assembly, versalogic printed circuit board assembly (pcba), monitor pivot, power supply 2b (B)(6) programmed module, 2b (B)(6) signature monitor). Fss performed the field service checklist, which the system passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that when the surgeon changed the operation mode, the error 2011 (error getting version strings from instrument host) occurred with the (B)(4) system. There was no patient involvement reported and no patient treatments delayed or cancelled.